Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded an unknown noise on the right ventricular channel and oversensed it, a request for a review of this episode was made. Technical services reviewed the episode and stated that it is unknown why this device is programmed unipolar pace and sense and recommended to adjust it to bipolar sense and unipolar pace. In addition, a previous lead safety switch was noted caused by a right ventricular pace impedance of 3000 ohms. No pause was noted. The caller stated that clinic evaluation could not reproduce any noise or out of range measurement. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The product was eventually returned, please see updated analysis results below: the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed al pin gauge tests. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, the associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded an unknown noise on the right ventricular channel and oversensed it, a request for a review of this episode was made. Technical services reviewed the episode and stated that it is unknown why this device is programmed unipolar pace and sense and recommended to adjust it to bipolar sense and unipolar pace. In addition, a previous lead safety switch was noted caused by a right ventricular pace impedance of 3000 ohms. No pause was noted. The caller stated that clinic evaluation could not reproduce any noise or out of range measurement. This device remained in service and was eventually explanted and replaced due to therapy upgrade; and returned. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded an unknown noise on the right ventricular channel and oversensed it, a request for a review of this episode was made. Technical services reviewed the episode and stated that it is unknown why this device is programmed unipolar pace and sense and recommended to adjust it to bipolar sense and unipolar pace. In addition, a previous lead safety switch was noted caused by a right ventricular pace impedance of 3000 ohms. No pause was noted. The caller stated that clinic evaluation could not reproduce any noise or out of range measurement. This device remains in service and no adverse patient effects were reported.